Event description:
During interventional procedure when attempting removal of the cutting balloon catheter, a portion of the catheter sheared away and became lodged in the stent of the coronary artery. Balloon catheter description: 3.50mm diameter, 15mm length.